Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.

Event description:
Reported as a mycobacterium fortuitum infection. The cause of the infection is unknown.